Event description:
During a c- section a bakri placement was attempted but staff was unable to draw back fluid from the bag into the syringe to fill the balloon. Multiple staff troubleshooted with no success. Eventually another bakri was opened and placed without incidence.